Event description:
It was reported that the external pulse generator was pacing at a high rate while attached to a patient. The patient felt the increase, but there was no injury to the patient. The customer returned the device to the manufacturer for repair. The device was repaired and calibrated and sent back to the customer. The customer reports that the device is back in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the customer reported failure, however it was noted that the thickness of the interconnect flex tail fails specification. The visual and mechanical issues noted have the potential of being related to the reported event. (B)(4).